Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that the customer had low blood glucose. The customer bloused after dinner and their blood glucose value dropped from 181mg/dl to 85mg/dl then to 46mg/dl. The customer also experienced a low blood glucose of 37mg/dl. Customer treated with food. Customer reported that the pump was not worn during a medical procedure. Customer performed displacement test and it passed. Insulin pump will not be returned for analysis.